Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. It was reported on (B)(6) 2024 that the patient had been experiencing driveline alarms every day since the beginning of april. The patient noted the alarms occurring during daily activities when the system controller was in the consolidated bag and the alarms would usually stop when the equipment was adjusted. The alarms reportedly cleared via the system monitor and did not return. The controller event log file contained events from (B)(6) 2024. A driveline power fault alarm was active throughout the entirety of the file. Despite the observed alarms, the pump appeared to function as intended at the set speed. The cause of the driveline power fault alarm could not be confirmed based on the submitted log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had presented a driveline alarm every day since the beginning of april; it was noted that the patient did not inform any specific date when the alarms started. The patient reported that it happened during daily activities when the system controller was in the consolidated bag. When they happen, they adjust the equipment inside the bag and the alarm usually stopped. It was also noted that the patient reported the alarm did not happen during the night when connected to the mobile power unit (mpu). Log files were submitted for review. The event log captured driveline power faults throughout the log file. It was noted by the engineer that when the device presented a jump between the two types of alarms, an oxidation on the driveline connections would be the cause; either between the pump cable and the modular cable or between the modular cable and the system controller. Due to this, the most probable cause was thought to have been corrosion or oxidation of the driveline connections based on log file information. The alarm was cleared with the system monitor on 19apr2024 and no new alarms were informed since then. It was noted that a modular cable and system controller exchange was considered if the patient would tolerate a brief pump stop. Related manufacturer reference number: (B)(4) (oct2023 system controller and modular cable exchange for driveline power fault alarms). Related manufacturer reference number: (B)(4) (dec2023 system controller exchange for driveline power fault alarms). Related manufacturer reference number: (B)(4) (dec2023 modular cable exchange for driveline power fault alarms).

Manufacturer narrative:
A4 - patient weight will be requested but not provided. B3 - event date was estimated. E1 - (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A modular cable and system controller exchange had not been done.

Event description:
It was noted on (B)(6) 2024 that the patient had not come back to have the driveline cleaned but it would be necessary to do the cleaning.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.